Manufacturer narrative:
M-style cups (mushroom) are used for deliveries most likely requiring greater traction forces. The operational guidelines list head trauma among the possible fetal injuries in the adverse events section. Two partial cups (the tubing was cut below the filter) and one vacuum pump (lot 53572) were returned. The pump passed the final acceptance criteria. The cups were visually inspected with no rough or sharp edges observed. It was noted, however, the filter inside each of the cups may have been clogged causing a closed loop.